Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: performance data was collected from the device and revealed and there were no anomalies found.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data revealed that alerts for the right ventricular lead triggered and there was non-physiologic oversensing.

Event description:
It was reported that the patient alert triggered and there was noise observed on the remote monitoring transmission. It was also reported that there was oversensing. The physician performed an x-ray to identify if there were additional issues. The physician decided to replace the implantable cardioverter defibrillator. No patient complications have been reported as a result of this event.